Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The tip was manipulated in several different directions, and it would not stay in any shape as it flexed back. Reason for return was confirmed. Additional information b5. The device was replaced. Medtronic received additional information that the tip was not obstructed. The cannula was not heated or cooled prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: it was reported that the dlp left heart vent catheter no longer remained in a bent state when bent prior to use. It returned to its original shape. The customer had been using this cannula model for 17 years. Depending on the indication and use of the cannula, they always bent the tip at the front in the first 6cm into the desired shape. It could no longer maintain the desired shape. Bending was no longer possible. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the tip was not obstructed. The cannula was not heated or cooled prior to use. Correction h6: eval code result (fdr/annex c) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dlp left heart vent catheter no longer remained in a bent state when bent prior to use. It returned to its original shape. The customer had been using the cannula for 17 years. Depending on the indication and use of the cannula, they always bent the tip at the front in the first 6cm into the desired shape. It could no longer maintain the desired shape. Bending was no longer possible. The use of the device was not specified. There was no adverse patient effects.